Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy. Previously administered products included for an unreported indication: fluocinonide cream. Concurrent conditions included feeling blue, energy decreased, irregular menstruation, vulval itching, hyperplasia endometrial, chronic cervicitis and adenomyosis. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2015 for birth control and bleeding genital as well as ibuprofen from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with alprazolam, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full) and on (B)(6) 2014 underwent thermachoice ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Positive occlusion of the tubes. Ultrasound scan vagina - on an unknown date: endometrium is 1.5 cm. Essure seen in proper position bilaterally. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record; menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received: new events-¿ abnormal bleeding (vaginal, menorrhagia) psychological or psychiatric problems, depression and mental anguish¿, new concomitant and historical conditions added. Outcome of previously reported event pelvic pain was reported as ¿recovering¿. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),') and genital haemorrhage ('general abnormal bleeding') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy. Previously administered products included for an unreported indication: fluocinonide cream. Concurrent conditions included feeling blue, energy decreased, irregular menstruation, vulval itching, hyperplasia endometrial, chronic cervicitis and adenomyosis. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2015 for birth control and bleeding genital as well as ibuprofen from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with alprazolam, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full) and on (B)(6) 2014 underwent thermochroic ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, genital haemorrhage, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date (B)(6) 2014 plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Positive occlusion of the tubes.. Ultrasound scan vagina - on an unknown date: endometrium is 1.5 cm. Essure seen in proper position bilaterally. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record; menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: ppf received. Reporter's information was added. Added event abdominal pain, general abnormal bleeding. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy. Previously administered products included for an unreported indication: fluocinonide cream. Concurrent conditions included feeling blue, energy decreased, irregular menstruation, vulval itching, hyperplasia endometrial, chronic cervicitis and adenomyosis. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2015 for birth control and bleeding genital as well as ibuprofen from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with alprazolam, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full) and on (B)(6) 2014 underwent thermachoice ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, depression, anxiety, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date (B)(6) 2014 plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Positive occlusion of the tubes. Ultrasound scan vagina - on an unknown date: endometrium is 1.5 cm. Essure seen in proper position bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: newly added events- post procedural complication, outcome of the previously reported event- pelvic pain female, vaginal haemorrhage, menorrhagia were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.